Event description:
Patient reported their tooth moves when pushed. They provided a mobility video showing mobility on #24 is not within normal limits. Advised a rest period for 14 days in current aligners and to give an update.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.